Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the down arrow keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: there was no evidence of any physical damage to the keypad cover. Investigation revealed that the down arrow keypad button was over-responsive. All other keypad buttons responded normally to button presses. The keypad cover was removed and the down arrow button contact was found to be cracked. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was dim and discolored.